Event description:
It was reported that the hysteroscope had a fixing pin that came off. This issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the fixed pin. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the fixed pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.